Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer received third party assistance from an emergency medical technician (emt) who administered two tubes of glucose gel, tested, and monitored the customer to address bg. The customer also reported they had a seizure because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.